Event description:
This was a right-sided cardiac lead extraction procedure to remove two leads due to cied system infection. The first lead to be extracted, mdt 6935 rv ICD was extracted successfully with an lld-ez and traction only. The second lead to be extracted in this case, mdt 6947 rv ICD, was prepped with an lld-ez and a 14f glidelight was used to lase, however the physician decided to upsize to a 16f gl due to some calcification. During the procedure, the patient's blood pressure dropped and a sternotomy was performed. An injury was detected and repaired successfully in the area of the mid-svc/innominate/ra. The second lead was removed manually during the sternotomy. The patient survived the intervention.